Manufacturer narrative:
H3, h6: no revision was reported but the contribution of the left bhr resurfacing implants to the elevated metal ion levels cannot be discarded. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. A review of the historical complaint data for the cup and head was performed using related reported failures and the part number for the prior 12 months as of the complaint aware date. Other similar complaints have been identified for the cup and head and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing, or material abnormalities that could have contributed to this issue. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Any identified risks are reduced in severity / occurrence / detection as far as possible. The available medical documents were reviewed. With the information provided the clinical root cause of the reported elevated metal ions cannot be confirmed and it cannot be concluded that the reported elevated ions were associated with a mal performance of the implant. No revision has been reported. Without the return of the actual devices or further information we cannot further investigate or confirm the reported complaint, or the details supplied in this complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
(B)(4).

Event description:
*Us legal* bilateral patient. After a bhr resurfacing construct had been implanted on the plaintiffs right hip on (B)(6) 2009 and on the left hip on (B)(6) 2009, the plaintiff experienced elevated metal ion levels, femoral head and neck collapsed on the right side, pain and discomfort on the right side as well. A revision surgery on the right hip was performed on (B)(6) 2015 to treat this adverse event. After this revision surgery, the plaintiff had attended medically indicated follow ups. A metal ion level in serum test was conducted on (B)(6) 2016, which showed a concentration for chromium of 17.9 ug/l and for cobalt of 3.1 ug/l. Despite these metal ion levels had been diminishing since the right hip bhr revision surgery was performed on (B)(6) 2015, the contribution of the left bhr resurfacing construct, still implanted by that time, cannot be discarded. Surgeon recommended an additional test in 6 months (approximately ago-2016), but results are not available at this time.